Event description:
It was reported to philips that the heartstart xl defibrillator does not reach joules power during pacing. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.